Event description:
Procedure type: unk. According to the reporter: the suture broke 10 times, once in each of 10 separate sutures during the same procedure. The surgeon noticed that the sutures broke during the knot run, knot confection, and during passage through the tissue. The patient expired and the autopsy verified that the suture was breached. The patient's death was not related to the suture breaks. Additional information has been requested.